Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Incorrect cartridge size the analysis found that one pce60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45w cartridge was loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The joint cover was noted to be in good condition; no anomalies were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. After further investigation it was determined the device originally returned for this complaint belongs to a different event. The device belonging to this event was discarded. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the articulation joint collar opened up. There were no patient consequences. Case completed with another device of the same product code.